Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation an alarm indicating all power sources were depleted was observed in the device's downloaded event log. The device's detachable battery was replaced to address the issue. Additional ventilator inoperative alarms indicating a software mismatch were observed. The device's software was reinstalled to address the issues. The device failed the final shutdown procedure, and the system board was replaced to address the issue. The device was retested and passed all final testing.

Manufacturer narrative:
A corrected report is being filed to address the incorrect become aware date. The initial report was filed with 03/13/2025 as the become aware date and 04/04/2025 as the due date. The correct become aware date is 03/13/2026 and the correct due date is 04/12/2026. The coding has been updated to include the system board failure/replacement. All other reporting information was accurate.